Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in a peritoneal dialysis infection. The breach in aseptic technique was further described as incomplete disinfection when receiving pd treatment. On an unreported date, the patient was hospitalized for the event and was treated with an unspecified drug infusion (dose, route, frequency and duration not reported) and cephalosporin (dose, route, frequency and duration not reported) for the event. At the time of this report, the patient has not recovered and pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information could be provided as the reporter declined follow up.